Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the sds was advanced resistance was met with the mildly tortuous and moderately calcified anatomy resulting in the reported failure to advance and the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the 2.5 x 38 mm xience alpine stent delivery system (sds) was advanced to the target lesion in the mildly tortuous and moderately calcified left anterior descending artery; however, the device was unable to cross due to the patient anatomy and was removed with resistance due to the patient anatomy. A 2.25 x 15 mm xience alpine sds and a 2.5 x 33 mm xience alpine sds were advanced with the support of a guide catheter extension and successfully implanted. There was no adverse patient effect and no clinically significant delay. No additional information was provided.